Event description:
A report was received that the patient was explanted due to infection at the pocket site. The patient's symptom included the ipg protruding outside of the incision site. The physician does not believe the infection is device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Visual inspection revealed lead was cleanly cut approximately 5 inches from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. A review of the manufacturing documentation of the lead and ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg and lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient was explanted due to infection at the pocket site. The patient's symptom included the ipg protruding outside of the incision site. The physician does not believe the infection is device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.